Manufacturer narrative:
The issue occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was received for evaluation. The sample underwent a visual inspection by the naked eye and it was noted that the tube of the white connector had been cut. The sample underwent a leak test. The sample was connected to air flow, immersed in a bath of water and the pressure was gradually increased. No leak was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva tpn bag leaked. This was identified prior to use. The device was filled with 1000 ml of clinimix. There was no patient involvement. No additional information is available.